Event description:
A thin plastic rib inside the face mask snapped at the point where it joins the nosepiece. When it did so, the sharp edge of the rib stabbed me in my eyelid, causing a bruise on my eyeball (burst capillaries). This is the second time this model of facemask has failed in the same exact way. I previously told philips respironics it was a dangerous thing, and apparently I was given the treatment. I've been lucky that I haven't been blinded or seriously injured by this danger to the public, and I'm sorry I didn't report this to the FDA the first time it happened. This time, I'm mad, so I'm going straight to you for action, and I will f/u directly with my us rep. Please recall this item from the market. Wisp fabric frame, item no. 1094081, and copy me in on the notice before someone gets blinded.